Event description:
This lead displayed decreased threshold measurements. A chest x-ray revealed that the lead had dislodged into the coronary sinus. Attempts to reposition the lead were unsuccessful due to scarring of the coronary sinus. The lead was extracted and cr-t therapy was disabled. Should add'l info become available, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.